Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing. Programming changes were made and the patient continued to be monitor. The patient was stable throughout.